Event description:
It was reported that a patient sustained a 3rd degree burn as a result of an ipl treatment to the face. Topical antibiotic ointment was prescribed to aid in recovery. It was further reported that device fired "rapidly" and exhibited an error code.

Manufacturer narrative:
After full functional evaluation, lumenis service found that the subject device was within allowable operating tolerances and exhibited no deficiencies. Report malfunction could not be replicated during evaluation. Device was cleared and remained in use at user facility.